Manufacturer narrative:
H6: medical device problem code. Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed extensive wear and use including scratches and plastic deformation on the returned device. The clinical/medical investigation stated that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported adverse events. The patient's current condition is unknown and the patient impact beyond the laxity, patella loosening and the subsequent revision surgery, could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that looseness of components could occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a revision of a primary tka, the patient experienced again laxity and loose patella. This adverse event was addressed by performing a revision surgery on (B)(6) 2024, to exchange the lgn ps high flex xlpe sz 5-6 13mm and patella. Patient's current health status is unknown.